Manufacturer narrative:
See device eval summary below: qa has reviewed the device history records for this lot from finished prod labeling to the mesh batch. All sterility bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
Three weeks after cosmoplast was injected into the vermillion border, the pt reported "pinkness" on the border. Four weeks post injection, the pt reported itchiness. On examination by the physician, a red border and small lump on right lower edge formed. Antihistamines were prescribed as treatment. The physician diagnosed an allergic reaction.